Event description:
The pump had been working without problem for the past three months. The patient's mother called facility stating the pump had started beeping and the display read "system error power down." The mother said the pump would not power on again and that the tubing was stuck in the pump's rotor. The home care agency came in and tried to troubleshoot the problem, but they were unable to fix the pump. The mother bolused the patient overnight and a new pump was delivered the following morning. The pump has been returned to the manufacturer for repair. There was no patient harm as a result of this incident.